Event description:
It was reported that the gns ii resurf pat tr 35mm cracked and needs to be replaced. No case involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H01: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.